Event description:
Lap cholecystectomy - "the surgeon used our clipapplicator ca090 for a lap case. After the procedure, a bleeding occurred. The surgeon had to perform a re-operation for stopping the bleeding. They found out during the revision-procedure that the clip was no longer on the vessel as reason for the bleeding. After the re-operation, the pt status was well."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation.